Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed bunched insulation in several places with areas of deformed/offset conductor coils thus confirming the clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to insulation damage near the suture sleeve possibly due to the adhesive dressing that was used to temporarily fixate the lead while implanting the right atrial (ra) lead and right ventricular (rv) lead. The lead was removed and replaced without incident. No adverse patient effects were reported.